Event description:
It was reported that prior to procedure, error 66 (use authorized fiber) displayed on the console screen, and the system was not recognizing the fibers. The customer only had 2 fibers from the same lot. The procedure was not completed due to this event. The patient was already sedated when the event occurred. There was no reported permanent impairment or injury to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.